Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory and the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this defibrillator was part of a system revision due to bacteremia and (B)(6) infection. Reportedly, the patient had high risk features for lead endocarditis and currently has a huge right thigh abscess. There were no additional adverse patient effects reported. The defibrillator was explanted.